Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05840. It was reported the patient's extensions were twisted. Surgical intervention took place on (B)(6) 2023 during which the extensions were explanted and replaced.